Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 105 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with partial white display due to cracked glass on electrical board. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to lcd physical damage.